Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose level was 92 mg/dl. Reportedly, the customer had loaded the cartridge with cold insulin. The customer was educated to only fill insulin at room temperature. The customer declined to troubleshoot with tandem technical support.